Event description:
It was reported that the speed keep increasing. A rotablator rotational atherectomy system console kit was selected for use. During procedure, it was noted that the speed keep increasing after the rotational speed was set. No patient complications were reported.